Event description:
It was reported the pacemaker was in back-up mode in the box. No sources of emi could be identified. The pacemaker was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The battery voltage is still near beginning-of-life. Analysis of the device image revealed power on reset, which resulted in code corruption and the reported issue on backup operation. After downloading product code, electrical testing revealed normal device characteristics and the power on reset did not reoccur during the entire analysis. Therefore, the root cause of the power on reset occurrence could not be determined.